Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device was received coiled within itself. The device was uncoiled to allow for visual inspection. Upon visual inspection, the device did not straighten and retained bends along the shaft, likely due to the manner in which it was returned. Due to the damage observed during visual inspection, the complaint device was considered to be ineligible for functional evaluation as damage to the device's structural integrity (i.e., handle, shaft, internal wiring) may adversely impact device performance during testing. As the complaint device's structural integrity was identified to be compromised (shaft coiled/ bends on shaft) during re-inspection. The reported event experienced by the customer could not be confirmed as the manner in which the complaint device was returned may impact its functional testing and root cause analysis. Therefore, the inspection results determined that the complaint is not confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the likely root cause is mishandling subsequent to distribution, including shipping and storage conditions, or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the deflection of a catheter does not work. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.